Manufacturer narrative:
Correction to lot numbers: lot no. 58901477, manufacturing date: 07/22/2010; approximate age of device: 8 months. Lot no. 58943617, expiration date: 11/01/2012.

Manufacturer narrative:
One swan-ganz catheter was returned with the balloon latex torn off the catheter tip and the latex segment was not returned. There is some latex observed on both proximal and distal bond sites. The contamination shield and introducer were not returned. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. There is no indication this is related to the manufacturing process; there is no actions will be taken at this time. A device history record review was completed and documented for all three possible lot numbers that the device met specification upon distribution. Lot no. 58943639: expiration date 11/01/2012; approximate age of device 4 months; device manufacture date 11/12/2010. Lot no. 58943617: expiration date 11/10/2012; approximate age of device 4 months; device manufacture date 11/10/2010. Lot no. 58901477: expiration date 07/01/2012; approximate age of device 4 months; device manufacture date: 11/10/2010.

Manufacturer narrative:
Please note that this event was also reported by the hospital medwatch no. (B)(4).

Event description:
It was reported that the doctor attempted to insert the catheter twice without success, and was not able to an accurate waveform after insertion. Upon pulling out the catheter he noted the balloon was ruptured on the catheter; however, the balloon was not tested prior to insertion. The procedure was completed with a different catheter. Three possible lot numbers were involved, 58943639, 58943617 and 58901477. There were no patient complications reported. Follow up information indicated that a new insertion site was not needed. The sheath was placed without difficulty; one site was used. The argon pac tray 8.5fr introducer was used. The doctor did not inflate the balloon prior to insertion so they have no way of knowing if the balloon ruptured in the introducer. No changes of the introducer kit were made.